Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event was completed. An examination of medical records and/or medical imaging received by endologix shows buckling of the bifurcated device without limiting blood flow. This is consistent with the reported adverse event. Procedure-related harms of this event could not be determined. The most likely causation of the reported event is the off-label concomitant use with products outside the IFU in the bilateral common iliac arteries. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and an infrarenal stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure (the exact date of event was not reported), a kink in the sent graft in the endostent with lumen reduction (narrowing) was reported. No negative affect to the distal blood flow was reported. The patient is currently being monitored. Additional information received per clinical assessment refuting the reported stenosis and confirming that non-endologix stents were implanted at the initial implant (off-label use).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and an infrarenal stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure (the exact date of event was not reported), a kink in the sent graft in the endostent with lumen reduction (narrowing) was reported. No negative affect to the distal blood flow was reported. The patient is currently being monitored.